Manufacturer narrative:
X-ray review results: post-op x-rays for l4-l5 tlif were provided. A grade 1-2 spondylolisthesis is observed that does not appear corrected. An interbody graft is present, there is a paucity of bone in the interbody space. One of the l4 screws appears fractured at the tulip/screw junction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with spondylolisthesis; and underwent transforaminal lumbar interbody fusion (tlif) and minimally invasive percutaneous pedicle screw fixation (mis-ppf) at one level. After one day, post-op, the implanted screw broke. The head of the screw got separated from the body. The patient also reported back pain. Hence, the patient underwent a revision surgery, in which all the implants were completely explanted; and were replaced with products manufactured by another manufacturer. The patient is recovering after the revision surgery. No other issues were reported.